Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper pop off while inside the centrifuge causing leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: blood sample spill since the stopper pops off inside the centrifuge.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one video and three (3) photos were provided for investigation. The photos and video were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Bd had not received samples or photos for investigation. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off in centrifuge as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode. Bd recommends per the IFU to always use appropriate carriers or inserts. Centrifuge carriers and inserts should be of the size specific to the tubes used. Use of carriers too large or too small may result in breakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper pop off while inside the centrifuge causing leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: blood sample spill since the stopper pops off inside the centrifuge.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by [functional testing and no issues were observed relating to stopper pop off in centrifuge as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper pop off while inside the centrifuge causing leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: blood sample spill since the stopper pops off inside the centrifuge.